Manufacturer narrative:
8/11/97-supplemental report #1 sent to FDA. Device evaluation codes entered. Upon receipt of the info from co's european subsidiary, it was indicated this event occurred three to four times; the number of clinically applied units returned was the number of times the event occurred at the user facility. As co was unsure, the event was submitted four times. Upon receipt of the product at co's facility, three clinically applied units were returned. The device returned for this event was a sealed representative sampe which displayed no abnormalities.

Event description:
During an unspecified procedure, the safety shield jammed. The surgeon applied another device without patient injury.